Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high," although a specific value was not given. Customer delivered a correction injection to address bg. There was no adverse impact to the customer¿s blood glucose level.